Manufacturer narrative:
An event regarding liner wear involving an unknown shell was reported. It was reported that the shell was not cracked and it did not have any mechanical problems. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Dr. From hospital in (B)(6) reported: "on (B)(6) 1995, patient underwent to a not cemented arthroplasty procedure due to coxarthritis. Subsequently it was reported the worn of polyethylene acetabular insert, with acetabular and femoral big trochanter osteolysis. On (B)(6) 2014, patient underwent to a revision surgery for explantation of acetabular, acetabular insert, femoral head, and new implantation with homoplastic bone grafts of not cemented acetabular with screws, femoral head. It was not possible identify product code and lot of the explanted prosthesis acetabular. The femoral head and the acetabular don't appear cracked or with any particular mechanical problems, the polyethylene acetabular insert appears clearly worn."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a pca cluster. An evaluation of the device cannot be performed as the device will be available after 6 months due to a regional procedure. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. From hospital in (B)(6) reported: "on (B)(6) 1995, patient underwent to a not cemented arthroplasty procedure due to coxarthritis. Subsequently it was reported the worn of polyethylene acetabular insert, with acetabular and femoral big trochanter osteolysis. On (B)(6) 2014, patient underwent to a revision surgery for explantation of acetabular, acetabular insert, femoral head, and new implantation with homoplastic bone grafts of not cemented acetabular with screws, femoral head. It was not possible identify product code and lot of the explanted prosthesis acetabular. The femoral head and the acetabular don't appear cracked or with any particular mechanical problems, the polyethylene acetabular insert appears clearly worn".